Event description:
(B)(4). Device came off and rested on top of rectum. Had to have surgery to have my tubes removed.

Event description:
(B)(4). Since the device I have experienced severe and frequent migraines, hair loss, lost of balance, dizziness, nausea and vomiting, heavy periods, severe cramping, hot flashes, hives/skin rash, chronic hemorrhoids, bloating, gas and memory issues. One of the coils came off of my tubes and rested on my rectum. I ended up having to have my tubes removed. I am still experiencing issues and will most likely end up with a hysterectomy. This report is currently:

Event description:
(B)(4). Since the device I have experienced severe and frequent migraines, hair loss, lost of balance, dizziness, nausea and vomiting, heavy periods, severe cramping, hot flashes, hives/skin rash, chronic hemorrhoids, bloating, gas, weight gain and memory issues. One of the coils came off of my tubes and rested on my rectum. I ended up having to have my tubes removed. I am still experiencing issues and will most likely end up with a hysterectomy.